Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and noticeable swelling. The device has been explanted.

Event description:
Healthcare professional reported right side rupture and noticeable swelling. The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Additional, changed, and/or corrected data: d6b, g1, h6.